Event description:
The customer was unable to complete the fill tubing step of the load process because they were no drops coming out even after filling 30 units of insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info became available a supplemental report wil be submitted.